Event description:
It has been reported to philips that the allura system experiences multiple and intermittent positioning errors on system startup and motorized movements are unavailable. The system was not in clinical use when the issue was discovered. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The philips field service engineer (fse) inspected the system onsite and confirmed that a message appears about partial geometry movement and motorized movements were not available. Fse found that there were communication errors with the geo ipc. Fse has restarted it several times. After restarting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.